Event description:
It was reported there was resistance. The backup of the guide catheter was not working properly, so delivery of the nc emerger was tried together with a non-(B)(6) device, but there was a resistance near the collar part, and it could not be used together, so the device was replaced with a different device, and the procedure was continued. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).